Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured may 2-6, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during infusion. It was observed that the infusion rate was slower than expected. This issue was described as, ¿two drops at the tip of the distal end, even after a long wait (approximately 10 minutes), did not come out¿. The device was filled with 300mg of morphine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.